Event description:
It was reported that during a laparoscopic procedure, the air leaked. The device was used as camera port. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged universal seal assembly. Evaluation summary: the analysis results of the b11lt found that it was received with the lower ring of the universal seal assembly broken and cracked; leading to the insufflation issues. However, it could not be determined what may have caused the damage found. A corrective action has been initiated to address the root cause of the insufflation issues. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.